Event description:
It has been reported to philips that the host pc did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) communicated with the customer and confirmed that the host pc did not boot up successfully. Upon remote testing, the rse found that the host pc not booting up when the system was powered on. The customer had to manually press the power button on to boot the host pc. The rse suggested the part numbers for the replacement of the host pc and hdd if it was not booting up with the rest of the system. After the resolution provided by the rse the issue didn¿t reoccur and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.